Event description:
It was reported through the patient outcome that the patient passed away due to a pump stop. The patient had a low flow and pump stop on (B)(6) 2022. The patient was brought to the hospital and coded and passed away. The log file was 2 hours 14 minutes and 36 seconds and showed the pump was unable to reach the set speed of 8800 rotation per minute. The highest speed the pump was able to reach was 3010. The pump stopped 132 times on the file. It was unknown if an autopsy was performed and the device was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed pump stoppages and low speed operation events. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these findings could be indicative of an issue with the driveline; however, a specific cause for these events could not be conclusively determined through this evaluation. Additionally, a direct correlation between the device and the reported falls could not be conclusively established through this evaluation. The submitted log file contained data from (B)(6) 2022. Low speed operation events were captured throughout the entire file and were associated with multiple pump stop events, as well as low speed advisory, low speed hazard, and low flow hazard alarms. The abnormal pump operation occurred while the patient was operating on battery power, as well as the power module. Based on previous complaint experience, the type of behavior captured within the submitted log file could be indicative of a potential driveline issue. However, a direct correlation between the device and the patient's outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate ii lvas patient handbook, rev. C, are currently available. Section 1 of the IFU, "introduction", lists adverse events that may be associated with use of the heartmate ii lvas including death. Section 6 of the IFU, "patient care and management", under ¿pump performance monitoring¿, covers wear and tear to the percutaneous lead. Section 7, ¿alarms and troubleshooting¿, addresses all system controller alarms (including low speed, low flow, and pump off alarms) and how to respond to such events. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.